Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/21/2017 with the following findings:.. Meter was not returned with the pump. Crack between case seal & display lens corner & battery compartment cracked above and below the bumper pad. Corrosion observed in the battery compartment..the bb shows the pump was manually suspended on (B)(6) 2017 21:19 and manually resumed at 22:31. A replace cartridge alarm on (B)(6) 2017 at 12:14; deliveries resumed at 14:22. Replace cartridge alarm on (B)(6) 2017 19:14; deliveries resumed at 22:53. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range.. Leak test fails due to damage to pump case and battery compartment leak. Removed pump cover; moisture ingress was confirmed internally. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation will be completed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter called and alleged that the pump casing was damaged and the patient had a blood glucose over 500mg/dl with excessive thirst. The patient received no unusual treatment. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.